Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 9/23/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. About 3 hours after the procedure was completed, the patient became hypotensive and developed shortness of breath (sob). Cardiac tamponade was confirmed, and the patient was tapped (pericardiocentesis was performed) to remove an unspecified amount of fluid from the pericardial space. A perforation of the left atrium was discovered, and the patient was transferred to the operating room for an open-heart surgery to repair the perforation. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No bwi product malfunctions were reported. Follow up to obtain additional details regarding the event is in progress. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. An irrigation test was performed, and the catheter failed. A failure analysis was performed, and the catheter was dissected on the shaft area, the irrigation tubing was found occluded with reddish material, however, no damage was observed on the tubing. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of irrigation tube occluded with reddish material cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. During investigation the lot number was obtained. Sections d4 and and h4 have been updated. Manufacturer's ref. No: (B)(4).